Event description:
User facility initially reported that the lma had a small hole or slit in the cuff and they did not know when the problem was found. Subsequent info stated that the cuff inflated prior to placement. After placement the cuff would not hold air or pressure. After the case, the lma was inspected and a hole in the cuff was noted. It was reported that there was no pt injury or problem. The user facility has returned the lma for eval.